Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported pain at her scs ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the device was explanted and replaced with a non-rechargeable ipg as well as the pocket site was relocated. Therapy was restored postoperatively.